Event description:
Via notice of service of process, an incident involving a sunrise medical powered wheelchair occurred on (B)(6) 2007. It is being alleged that the end-user was at home in her powered wheelchair when it suddenly turned over causing the occupant to be thrown to the ground. As a result, the end-user sustained an unspecified injury. Further info is unavailable at this time due to legal involvement.

Manufacturer narrative:
Sunrise medical is awaiting info on the product model and details that describe the extent of the alleged injury to the end-user. A supplement report to the FDA will be filed once the necessary info is obtained.